Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
The customer reports that during a lap g banding operation the coating on the device fell into a pt stomach (abdomen). The pieces were taken out by the surgeon. The operation was longer by 30 minutes than was planned. No pt injury.